Event description:
On (B)(6) 2014, the customer reported that this right atrial (ra) lead exhibited low-out-of-range pacing impedance measurement (less than 200 ohms). This lead was explanted (surgically abandoned) and was successfully replaced with no issue. No adverse pt effects were reported. The lead was actively implanted for approx 10 years, 3 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegation against this lead cannot be confirmed. This lead was explanted and was successfully replaced with no issues. No adverse pt effects were reported. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.